Event description:
It was reported that balloon rupture and balloon detachment occurred. Vascular access was obtained via the bilateral femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified bilateral iliac and aorta origin. A 9.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The physician tried to remove the device but it got caught in the sheath and cannot be retracted. After several attempts to remove the device, the balloon was torn and remained in the body. The detached fragment was surgically recovered by cutting down. The procedure was completed with a different device. No patient complications were reported. The patient condition was stable and the discharge was postponed.

Manufacturer narrative:
Device evaluated by MFR.: mustang device 9x4x75cm was received for analysis. The device was returned together with the customer's 6fr sheath. The device was received in two sections due to a shaft break and a complete balloon circumferential tear. The recommended introducer/guide sheath size for this device as per mustang product specification is minimum 6fr. The 6fr sheath used by the customer was returned together with the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 8mm distal of the proximal balloon sleeve. This type of damage most probably occurred when the device was being withdrawn through the sheath prior to a balloon rupture. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. For investigation purposes the investigator dissected the distal section of balloon material to identify the location of a shaft break and one of the markerbands. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to have completely detached at approximately 10mm proximal of the distal tip bond. Severe stretching damage was noted at more than one location on the shaft. This type of damage is consistent with excessive tensile force being applied to the device. A visual and microscopic examination found the distal markerband to have completely detached from the device. The detached markerband was not returned for analysis. The proximal markerband was undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and balloon detachment occurred. Vascular access was obtained via the bilateral femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified bilateral iliac and aorta origin. A 9.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The physician tried to remove the device but it got caught in the sheath and cannot be retracted. After several attempts to remove the device, the balloon was torn and remained in the body. The detached fragment was surgically recovered by cutting down. The procedure was completed with a different device. No patient complications were reported. The patient condition was stable and the discharge was postponed.